Event description:
The customer reported the system stopped working during fluoroscopy. The system regained functionality after it was rebooted. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.